Manufacturer narrative:
One intergard knitted vascular graft, igk0008-40 (B)(4) lot 09b12, was returned to the manufacturer by the institution. A verification of this product was performed and it was confirmed to be 20cm length and not 40cm as labelled. The investigation indicated that the mislabelling was due to a human error by the technician who incorrectly recorded the product reference and product size. This error was limited to the product identified igk0008-40, (B)(4), lot 09b12. No other product was affected by this mislabelling. Please note that the technician that mislabelled the product has been re-trained to prevent the re-occurence of this type of event.

Event description:
It was reported that on intergard knitted vascular graft that had a size of 20 cm length was incorrectly labelled as 40 cm length. The prosthesis was not implanted and returned to the manufacturer.